Event description:
Scheduled CABG coronary artery bypass graft and during harvesting of saphenous vein in right leg with maquet endoscopic endoshears by physician assistant and noticed that there was steam coming from the tunneling and pulled endoscope out. It was then noticed that the insulation had melted off of the tips. At this time there did not appear to be any harm to the patient. A second endoscopic harvesting vessel system was used without any problems and the surgery was completed.